Event description:
It was reported that a spectrum pump delivered more than programmed during testing. The volume delivered ran through a fluke ida 5 test device. The acceptable range measured was low end 47.5, and maximum end 52.2. The pump delivered "well over" 52.2. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, delivering more than programmed when tested occurred with percent error of (B)(4). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Though the customer reports the device had an impact from being dropped, evaluation determined the pressure travel plate was out of specification. The pressure travel plate requires replacement to address this issue. The front and rear case with damage was also replaced. Should additional relevant information become available, a supplemental report will be submitted.